Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small broken off component of the device') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and follicular cyst of ovary. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure robotic assisted laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful occlusion of the fallopian tubes bilaterally. A small broken off component of the device on the right is noted which lies more proximally within the tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: adenomyosis, follicular cyst, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: mr received. Reporter was added. Event medical device removal updated to device breakage. On 15-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.